Event description:
It was reported to boston scientific that during the endoscopic retrograde cholangiopancreatography procedure (ercp) the orientation was not at the correct angle for two of the autotome rx sphincterotome. The physician completed the procedure with a different device with no pt complications, the pt is "fine". This report is being filed for one of the two devices please refer to MFR report# 3005099803-2008-04393 for the report on the other device.